Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least four (4) units of 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered at unspecified process steps prior to patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
Additional information: the lot was manufactured february 27, 2018 - february 28, 2018. The actual devices were not available; however, two unopened companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bags with water and firmly squeezing the bags, and no leaks were observed. The reported condition was not verified for the two companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.